Event description:
It was reported by the health care facility that powered surgical instruments were processed with incorrect sterilization parameters. The parameters provided by the sales rep were not adequate for sterilization of the product according to the MFR's written instructions in the instruction manual. This equipment was used on a pt during a total knee replacement. As a result of this event, the surgeon has prescribed prophylactic antibiotics for the pt as a precautin and he will continue to monitor the pt.

Manufacturer narrative:
Results: per conmed linvatec policy, appropriate action has been taken with the sales rep regarding this event.